Manufacturer narrative:
The customer performed troubleshooting steps and performed calibration and qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The cl electrode lot number and expiration date were not provided. The customer changed all analyzer solutions and replaced the sipper. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 2 patient samples on a cobas pro ise analytical unit. The customer was having issues with failing calibration which prompted them to repeat patient samples on another analyzer. For sample 1, the initial na result was 155.5 mmol/l and the initial cl result was 117.5 mmol/l. The sample was repeated on another analyzer and the na result was 142.6 mmol/l and the cl result was 106.6 mmol/l. For sample 2, the initial na result was 121.3 mmol/l and the initial cl result was 160.7 mmol/l. The sample was repeated on another analyzer and the na result was 137.9 mmol/l and the cl result was 99.6 mmol/l.